Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported the probe was not cutting and aspiration condition was not reported during a procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.

Event description:
Additional information received further clarified the probe was not cutting with no aspiration.

Manufacturer narrative:
Upon review of additional information received, this reported event no longer represents any reportable malfunction and no further reports will be provided. The manufacturer internal reference number is: (B)(4).